Event description:
Over the last 2 months, the patient had had an increase in pain and some numbness. The patient was seen in the clinic on (B)(6) 2015 for a pump refill. When the hcp (healthcare professional) went to read the pump she was not able to complete telemetry with the pump. The progress bar went approximately one third of the way across, but then stopped. She had tried multiple times and also used 2 different physician programmers, but the same thing happened. She had the patient try his ptm (personal therapy manager) and that was successful. He tried twice in the same environment and both times the telemetry was successful. The manufacturer¿s representative tried to interrogate the pump with his programmer; the bar started to go across and then it stopped. They also tried another room in the building. The pump was not flipped as they were able to access the reservoir port. There were no cell phones in the area. On (B)(6) 2015, the hcp reported that on (B)(6) 2015, they had aspirated 8 ml from the pump reservoir and then put it back in. They were wondering how long that amount of medication would last in the reservoir. On (B)(6) 2015, it was reported that they had tried again to communicate with the pump using multiple physician programmers with no success. Per the patient, the pain and numbness had always been present and had not changed around the time of this event. His ptm seemed to be working and he got relief when using it. Pump replacement was planned for early july. The device system was delivering fentanyl, bupivacaine, and compounded baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found hybrid bit flip in telemetry handler memory.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative indicating that the pump had been explanted.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.